Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in left eye. On pod171, patient experienced "elevated iop and exposed stent." Device remains implanted. Events remain ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.

Event description:
Hcp additionally reported on pod183, patient underwent xen®45 gts bleb revision and device was partially removed. On pod184, patient experienced "decrease in vision due to exposed stent." Events remain ongoing.